Event description:
At the end of the operating room (or) case the scrub technician noticed that the warmer drape had melted into the warmer. The warmer metal felt very hot to touch. The warmer has been taken out of use.======================manufacturer response for fluid warmer, (brand not provided) (per site reporter).======================manufacturer's reply pending.